Manufacturer narrative:
Section d3: correction. Section g2: correction. Manufacturer's investigation conclusion: the reported event of a separation of the silastic sleeve from the metal connector of the driveline was confirmed. A clamshell repair was performed by an abbott technical services representative on 7/19/2019 via case #(B)(4). The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU and patient handbook explain how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 2 years, 2 months, 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had separation of silicon driveline and metal driveline connector, requiring clamshell repair. No additional information was provided.